Event description:
The entire cotton tampon is not removed when pulled out of the vaginal area...cotton fragments remain [foreign body in reproductive tract]. Uncomfortable - vagina [vulvovaginal discomfort]. Tampon is not removed when pulled out of the vaginal area....uncomfortable for her [complication of device removal]. Cotton fragments remain - tampon [device breakage]. Case description: consumer reported via email that cotton fragments from the tampon remained in her daughter's vagina after removal. No serious injury was reported. On 15-oct-2021: product absorbency is super plus.

Event description:
The entire cotton tampon is not removed when pulled out of the vaginal area...cotton fragments remain [foreign body in reproductive tract]. Uncomfortable - vagina [vulvovaginal discomfort]. Tampon is not removed when pulled out of the vaginal area.... Uncomfortable for her [complication of device removal]. Cotton fragments remain - tampon [device breakage]. Case narrative: consumer reported via email that cotton fragments from the tampon remained in her daughter's vagina after removal. No serious injury was reported. 15-oct-2021: product absorbency is super plus.

Event description:
The entire cotton tampon is not removed when pulled out of the vaginal area...cotton fragments remain [foreign body in reproductive tract]. Uncomfortable - vagina [vulvovaginal discomfort]. Tampon is not removed when pulled out of the vaginal area.... Uncomfortable for her [complication of device removal]. Cotton fragments remain - tampon [device breakage]. Case narrative: consumer reported via email that cotton fragments from the tampon remained in her daughter's vagina after removal. No serious injury was reported. (B)(6) 2021: product absorbency is super plus.